Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the unit doesn't mesh graft. Event occurred during surgery. There was no harm, no delay reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow up report is being submitted to report additional information. On (B)(6) 2018, it was reported that the unit doesn't mesh the graft. The customer returned a meshgraft ii device, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated meshgraft ii serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the device did not mesh-dull and the cutter and roller were replaced. This is not a related issue. Product review of the meshgraft ii on (B)(6) 2018 revealed that the device produced a passing sample mesh and was within calibration specifications. Repair of the meshgraft ii was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the cutter. Meshgraft ii, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review it was noted that the device produced a passing sample mesh and was within calibration specifications. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the device produced a passing sample mesh and was within calibration specifications. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information received.